Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed group b strep sepsis. The pacing lead was explanted and approximately one week later replaced with a competitor system. However the patient did not recover from the sepsis and died due to cardiogenic shock approximately one month post lead explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.